Event description:
It was reported that the patient was unable to charge to their ipg to due to swelling around the ipg site. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.